Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable event. Per the design assurance final assessment and conclusion, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction/event were to recur. Please see updated sections: g4, g7, h2, and h10.

Manufacturer narrative:
If additional information becomes available this report will be supplemented accordingly. The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time.

Event description:
It was reported that when the user facility unpacked a box of (B)(4) disposable collection tubing sets, 4 out of the 10 packages did not have labels which identify the product code, expiration date and lot number. The 6 other packages have the lot number s2003887. The unboxed products were stored in the facility core area in or (operating room) and as the staff are unable to identify the product code, expiration date, and the lot number, these items cannot be used. There was no patient involvement on this reported event.